Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken monopolar yaw pulley at the ceramic insulator interface. Broken piece(s) are missing as a result of breakage. The size of missing piece is approximately 0.26¿ x 0.21¿. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use or improper handling, which may result from accidental drops of the instrument or inadvertent collisions with other instruments. Applying excessive force to the distal end of the instrument can also result in a broken yaw pulley.

Event description:
It was reported that during central processing procedure, the permanent cautery hook instrument (pch) was found to have a gear broken near the tip. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the gear was observed broken from the instrument. No missing or detached material from portion of the device that enters the patient's body.